Event description:
As reported by the edwards territory manager, during a transapical tavr procedure after the 23mm sapien valve was deployed the patient became hemodynamically unstable. During the fluctuation of pressures the patient¿s ventricle started to tear at the access site. The patient was medically treated by anesthesia and placed on bypass, however the patient expired. The cause of death was reported as hemodynamic instability related to rapid ventricular pacing. An autopsy was not performed. Per report, the sapien valve was deployed without incident. An immediate echo showed a perfect result but minutes later the patient¿s blood pressure decreased into the 50s mmhg range, which prompted treatment by the anesthesiologist. When the delivery system and the sheath were removed from the patient and the ventricle was closed the patient¿s blood pressure was the 50-60's mmhg range; however, it increased to 230/50 mmhg and the ventricle started to tear at the access site. The team attempted to control the bp with pacing so they could repair the ventricle but then the systolic pressure did not recover and remained around 45-50 mmhg. At that point the team decided to place the patient on peripheral bypass but the patient expired before this could be completed. The team felt that the patient¿s ventricle was unable to handle multiple increases and decreases in blood pressure and pacing.

Manufacturer narrative:
The patient's expiration date was provided in the initial MDR report. Please reference related manufacturer report no. 2015691-2013-20221.

Manufacturer narrative:
Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to minimize the number and duration of rapid burst pacing episodes and allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, procedural factors (multiple and consecutive rapid pacing episodes) appear to have caused and/or contributed to these events. The case physicians indicated the probable cause of death was hemodynamic instability related to rapid ventricular pacing. Per report, the event was not related to dysfunction of the edwards device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case.